Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer received a blood glucose reading of 220mg/dl from the contour next link 2.4 in the morning before eating. The customer had no specific symptoms but felt bad. She retested on a different brand meter and the reading was 480mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The customer was advised to return the strips for evaluation. A new meter and strips were sent to her.